Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's medical history included nickel sensitivity. Previously administered products included for an unreported indication: iud nos. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced allergy to metals ("nickel allergy/nickel allergy"), fibromyalgia ("fibromyalgia"), depression ("psych injury/ psychological or psychiatric problems: depression"), fatigue ("fatigue/autoimmune disorder: chronic fatigue syndrome"), tooth loss ("dental probs./dental loss: losing teeth"), migraine ("migraine/migraine/headache"), visual impairment ("vision problems/vision/eye problems: decreased vision"), irritable bowel syndrome ("gastrointestinal or digestive system condition: irritable bowel syndrome") and anxiety ("psych injury/ psychological or psychiatric problems: anxiety") and was found to have hormone level abnormal ("hormonal changes/hormonal changes: several") and weight increased ("weight gain/weight gain/loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), rash ("rash/skin condition"), skin disorder ("skin condition"), urinary tract disorder ("urinary problems"), headache ("headaches"), nausea ("nausea") and urticaria ("hives"). The patient was treated with surgery (ablation and hyst. (Full),oophorectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, allergy to metals, rash, skin disorder, fibromyalgia, depression, urinary tract disorder, fatigue, tooth loss, hormone level abnormal, migraine, headache, nausea, visual impairment, weight increased, urticaria, irritable bowel syndrome and anxiety outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, hormone level abnormal, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, tooth loss, urinary tract disorder, urticaria, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted plaintiff reports that essure is not removed. Received treatment for pain, allergy : no. Received treatment for bleeding, autoimmune, psych injury, other injuries/symptoms : yes. Current weight: 175 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: pfs received. Events per pfs: depression and anxiety were clubbed with psych injury and gastrointestinal or digestive system condition: irritable bowel syndrome was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain'), fallopian tube perforation ('perforation (fallopian tube (s) / right fallopian tube perforated by essure') and menorrhagia ('menorrhagia (heavy menstrual bleeding) in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no. The patient's medical history included nickel sensitivity, hypothyroidism and knee replacement. Previously administered products included for birth control: mirena from 2007 to (B)(6) 2010; for an unreported indication: iud nos. Concomitant products included alprazolam (xanax) since 2001, duloxetine hydrochloride (cymbalta) from 2011 to 2017, ibuprofen since 2011, lamotrigine (lamictal) from 2011 to 2016, thyroid from 2010 to 2016 and tramadol from 2015 to 2019. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy/nickel allergy"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), depression ("psych injury/ psychological or psychiatric problems: depression"), chronic fatigue syndrome ("fatigue/autoimmune disorder: chronic fatigue syndrome"), tooth loss ("dental probs /dental loss: losing teeth"), migraine ("migraine/migraine/headache"), visual impairment ("vision problems/vision/eye problems: decreased vision"), irritable bowel syndrome ("gastrointestinal or digestive system condition: irritable bowel syndrome"), anxiety ("psych injury/ psychological or psychiatric problems: anxiety"), mood altered ("hormonal changes describe: mood changes"), alopecia ("hair loss"), insomnia ("insomnia") and pain ("whole body chronic pain") and was found to have hormone level abnormal ("hormonal changes/hormonal changes: several and weight increased ("weight gain/weight gain/loss"). In 2012, the patient experienced urticaria ("allergic or hypersensitivity reaction type: hives") and fatigue ("fatigue"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), rash ("rash/skin condition"), skin disorder ("skin condition"), urinary tract disorder ("urinary problems") and headache ("headaches"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy with unilateral oopherectomy (discrepancy noted). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain and pain had resolved, the fallopian tube perforation, menorrhagia, dysmenorrhoea, dyspareunia, allergy to metals, rash, skin disorder, fibromyalgia, depression, urinary tract disorder, chronic fatigue syndrome, tooth loss, hormone level abnormal, headache, nausea, visual impairment, weight increased, urticaria, irritable bowel syndrome, anxiety, mood altered, alopecia and insomnia outcome was unknown and the migraine and fatigue was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, chronic fatigue syndrome, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, headache, hormone level abnormal, insomnia, irritable bowel syndrome, menorrhagia, migraine, mood altered, nausea, pain, pelvic pain, rash, skin disorder, tooth loss, urinary tract disorder, urticaria, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted plaintiff reports that essure is not removed. Received treatment for pain, allergy : no. Received treatment for bleeding, autoimmune, psych injury, other injuries/symptoms : yes. Current weight: 175 lbs. Discrepancy noted in essure removal (B)(6) 2017, and (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- hormonal changes describe: mood changes, fatigue, hair loss, perforation (fallopian tube (s), insomnia, whole body chronic pain. Outcome of event pelvic pain, abdominal pain, back pain, migraine were updated. Onset date of event urticaria, dyspareunia, dysmenorrhoea, nausea, back pain, abdominal pain were updated. Concomitant drug, medical history, historical drug, aka name were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's medical history included nickel sensitivity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), rash ("rash/skin condition"), skin disorder ("skin condition"), fibromyalgia ("fibromyalgia"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), tooth disorder ("dental probs."), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems") and urticaria ("hives") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy. (Full),oophorectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, back pain, allergy to metals, rash, skin disorder, fibromyalgia, psychological trauma, urinary tract disorder, fatigue, tooth disorder, hormone level abnormal, migraine, headache, nausea, visual impairment, weight increased and urticaria outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract disorder, urticaria, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted plaintiff reports that essure is not removed. Received treatment for pain, allergy : no. Received treatment for bleeding, autoimmune, psych injury, other injuries/symptoms : yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 08/30/2019: pfs received. Reporter information added. This case become incident. Previously reported event injury to herself were updated to dysmenorrhea (cramping), chronic pain/pelvic pain, dyspareunia (painful sexual intercourse),abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), nickel allergy, rash/skin condition, psych injury, urinary problems, fatigue, dental probs., hormonal changes, migraine, headaches, nausea, vision problems, weight gain, hives, essure confirmation test(s) conducted, specify : no. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.